Event description:
At baxter during a service evaluation, a technician discovered that the channel select key on the channel b pumphead module keypad was inoperative. There is no adverse event, patient injury or medical intervention associated with this report. The user interface module master software (B) (4), categorized as unremediated. There is no additional information available.

Event description:
It was reported that during an unk procedure, there were misformed staples. The procedure was completed with same like device. There were no adverse consequences to the pt. No further info is available.

Event description:
According to an abstract reported to the american association of clinical endocrinologists, (B) (6) 2010 by ankur gupta, md and marina m. Charitou, md and titled, "major discrepancy in fingerstick capillary glucose readings in a patient with finger edema", a patient with mild edema on her fingers had several instances of discrepant back to back results during her hospital stay. The abstract reports that the first set of results were 46 mg/dl and 231 mg/dl obtained on an unknown accu-chek meter at 10:17 pm. The abstract also reports that the patient was found to be unresponsive at 1:45 am with an initial glucose result of 426 mg/dl. The patient's repeat glucose readings within several minutes of each other were 24 mg/dl, 204 mg/dl, and 204 mg/dl. These were all obtained on an unknown accu-check meter. "The patient was not assumed to be hypoglycemic and all measures were taken to resuscitate the patient, but the patient remained unresponsive." The abstract reports that "a venous blood glucose drawn at that time was found to be 19 mg/dl. The patient was given 3 ampules of 50% dextrose and her mental status returned to her baseline." The authors suggest that the finger edema was "the primary reason for falsely elevated [finger stick] values. The likely explanation is that due to edema, the capillary blood was diluted with tissue fluid which lowered the hematocrit resulting in falsely elevated" finger stick glucose reading.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B) (4) there is a CAPA investigation associated with this report. (B) (4) the pump was received and evaluated by baxter. During a product evaluation, a technician discovered the channel select key on the channel b pumphead module keypad was inoperative. The channel b pumphead module keypad was replaced.

Event description:
It was reported that during an unknown procedure, the staples were malformed during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
(B)(4).